Event description:
A distributor contacted zoll on (B)(6) 2014 to report that a patient experienced an inappropriate defibrillation while at home. The pt received three inappropriate treatments over a 21 hour period. The first treatment occurred on (B)(6) 2014, at 6:55:24 am. The second and third treatment occurred on (B)(6) 2014, at 03:54:56 and 04:10:19 am. The rhythm at the time of the three treatments was an idioventricular rhythm with tall t waves at 93-102bpm. Multiple counting of the rhythm contributed to the false detections. The pt was sleeping at the time of the treatments and woke up after the being treated. The response buttons were not pressed during the treatment sequences. The pt remained at home and did not seek medical attention.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no info to suggest that the pt sustained a serious injury. The pt is to continue wearing the lifevest. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4): (B)(6) 2009 - reuse. Electrode belt (B)(4): (B)(6) 2010 - reuse. Monitor (B)(4): (B)(6) 2013 - reuse. Electrode belt (B)(4): (B)(6) 2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http:.//www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.